Event description:
During the index procedure one endeavor sprint 2.5mm diameter x 8mm length rapid exchange (rx) drug eluting stent was implanted in the 1st diagonal. It was reported that an mi occurred on the day of stent implantation. Mi was categorized as a non q wave mi. Event was identified by the (B)(6) and deemed to be consistent with an mi. Patient was asymptomatic / free of symptoms at the (B)(6), (B)(6), (B)(6) and (B)(6) follow up. The patient is reported to have stable angina at the 24 month follow up.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).